Event description:
It was reported that during a prostate procedure, the fiber fired straight after 150,000j. The procedure was finished with turp. No damage to the patient was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a request has been submitted.